Manufacturer narrative:
Quality control (qc) prior to and after both events was within laboratory established ranges. Na qc did show imprecision with high recovery after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. On (B)(4) 2013, the fse performed a preventive maintenance (pm) procedure which included ionized selective electrode (ise) flowcell rebuild/clean. The fse also replaced the electrodes which the fse indicated that did not really make a difference in the calibration numbers. The fse returned on (B)(4) 2013 (due to the additional event on (B)(6) 2013) and replaced the modular chemistry (mc) sample probe and the mc sample probe wash collar. The fse also performed the applicable probe alignments. Ise health checks passed within specifications. Failure mode is unknown. It is related to either the mc probe or alignment of the probe. MDR 2050012-2013-00349 is related to this event which documents the results obtained on (B)(6) 2013.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated false high sodium (na) and/or chloride (cl) results on two (2) separate days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The customer reported that only na results were impacted on (B)(6) 2013. The customer stated that three (3) erroneous na results were reported out of the laboratory. Upon repeat, the results were amended since the original results exceeded the assay precision claims. Patient treatment was not impacted as a result of this event.